Manufacturer narrative:
Physio-control provided the customer with technical support and repair options available for their device.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while testing their device it would not charge and/or shock intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.